Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ lucea 100. As it was stated, the headlight was hanging only on the electrical wiring cables. There was no injury reported however we decided to report the issue based on the risk potential - as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred the light head did not meet its specification due to detached headlight hanging on cables and it contributed to the event. There is no information if the device was being used for the patient treatment or diagnosis when the issue occurred. The possible root cause of the issue is related to improper usage, it is possible that a collision occurred what led to the detachment of headlight, in result leading to be suspended by cables instead of the arm. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by the manufacturer.

Event description:
Manufacturer's reference numbe: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical light lucea 100 . As it was stated, the headlight was hanging on wires. Taking under consideration collected up to date information we decided to report this case based on potential as any parts could fall from the device into sterile field or during procedure might lead serious injury or worse.